Event description:
Spoke to mr. (B)(6) the needles sent for his testosterone injections. Mr. (B)(6) states that after the withdrawing his meds the needle fell off and he lost some of his meds. Confirmed patient's dose is 100mg and the withdraws 0.5 ml from vial. He asked that we report the defect with syringes to the manufacturer. Patient could not take his dose due to defect in syringe. Unknown what the lot # and expiration date of the syringes were. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason of use: testicular hypofunction.